Event description:
Cpd staff alerted me that the black leg holder has begun to splinter near the upper left portion of the boot that will cause potential harm to patients as well as staff. They request a replacement. Case type: tka.

Manufacturer narrative:
Reported event: cpd staff alerted me that the black leg holder has begun to splinter near the upper left portion of the boot that will cause potential harm to patients as well as staff. They request a replacement. Case type: tka. Product evaluation and results: visual inspection confirms the leg holder has splintered. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06-05-2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210098, l/n 201843042009 shows one additional complaints related to the failure in this investigation, (B)(4). Conclusions: the event was confirmed. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Cpd staff alerted me that the black leg holder has begun to splinter near the upper left portion of the boot that will cause potential harm to patients as well as staff. They request a replacement. Case type: tka.